Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to the hospital for rv lead extraction due to high pacing lead impedance and noise. The lead was explanted and replaced. It was noted that during procedure, the stylet went too deep, and the patient developed a pneumothorax. The physician put chest tube in and the patient was stable.

Event description:
Additional information received indicated that the patient was not a pacemaker dependent patient.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 15.6-15.7cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 4.0-5.1cm and 16.0-16.1cm from the proximal end of the svc shock coil. Externalized conductors due to internal insulation abrasion was noted at 13.2-16.1cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 1.2-4.3cm from the proximal end of the svc shock coil. Internal insulation abrasion was noted at 1.8-3.6cm from the proximal end of the svc shock coil. The etfe coating of two unknown cable conductors were abraded. It is believed that these abrasions are consistent with the observation from the field of noise.